Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead came loose in mouth when brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) old male consumer reported that one of the two brushes of the oral-b dualaction brushhead came loose in his mouth while he was brushing his teeth last week with an oral-b rechargeable toothbrush, version unknown. No symptoms developed.